Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an stored untreated episode. Device data was sent to rhythmcare for review. Data review determined prior to the oversensing, low r-wave amplitudes were noted. Additional information was received that this device delivered an inappropriate shock consistent with previously reported oversensing and a high out of range shock impedance measurement. Rhythmcare then discussed a potential compromised integrity of the electrode and provided further troubleshooting steps to be considered. This system remains in service. No adverse patient effects were reported.